Manufacturer narrative:
At time of this filing, although expected, the reported device has not been received into conmed's complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed (B)(4) received notice from the distributor of reported issues with the spatula electrode with stealth ER, 5mm x 32cm, item # 60-5274-032, lot 202012291 that occurred at (B)(6) medical center on (B)(6) 2021. Information received indicates during the surgery, when the electrode was wiped to get the burn off, the tip came off.¿ it is noted there was no impact or injury to the patient and the procedure was successfully completed using an alternate. Clarification received notes the procedure at that time was laparoscopic colectomy. The tip did not fall into the patient. It happened about an hour after using it. It was used together with ft10. This report is being raised on the basis of previous FDA filings for similar malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The investigation of the customer's reported issue finds it to be confirmed based on evaluation of the returned device. Conmed received one 60-5274-032 in opened original packaging. The lot number of the device was verified based on return packaging. A visual inspection was performed, the l-hook is disassembled from the device. There is evidence of soldering present. The returned device exhibits the reported claim, nevertheless a root cause cannot be established. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found two (2) events for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 14 complaints, regarding 15 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) the instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also, per the IFU, the user is advised that misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. During trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. Examine this device prior to use for damage. Do not use if damage is found. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan received notice from the distributor of reported issues with the spatula electrode with stealth ER ,5mm x 32cm, item # 60-5274-032, lot 202012291 that occurred at (B)(6) medical center on (B)(6) 2021. Information received indicates during the surgery, when the electrode was wiped to get the burn off, the tip came off.¿ it is noted there was no impact or injury to the patient and the procedure was successfully completed using an alternate. Clarification received notes the procedure at that time was laparoscopic colectomy. The tip did not fall into the patient. It happened about an hour after using it. It was used together with ft10. This report is being raised on the basis of previous FDA filings for similar malfunction with potential for injury upon reoccurrence.